Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lower anterior resection, the staple lien was incomplete proximally. Another handle and reload were opened but the same issue occurred. A third handle and reload were used and the procedure was completed without issues. There was no patient injury.